Event description:
Asku

Manufacturer narrative:
The sprint fidelis lead model is included in a field advisory. Evaluation summary:outer tubing overlay melted. It was noted the insulation melt was most likely due to cautery; full lead analyzed.